Event description:
Information received from the field does not address the patient's clinical status but notes that the device was in back-up code b. Reprogramming was unsuccessful. The device was subsequently replaced.